Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During a procedure involving a 3.00 x 24mm synergy drug-eluting stent, it was noted that the stent was damaged at the tip. There were no patient complications nor injuries reported.